Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The patient had recently received a left ventricular assist device (lvad), causing electromagnetic interference (emi) that led to oversensing, and resulting in the inappropriate shock. Programming changes were performed to resolve the issue. The patient condition was unknown post intervention.